Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer stated he is having problems with his syringes holding insulin after he draws. He said the insulin will not stay in the syringe when he attempts to draw before his injection. He has experienced this with at least two syringes of the pack. This is the customer's first box of our syringes, he usually uses another brand, but that brand was unavailable at the time of purchase. Customer said he followed all instruction included with syringes. Customer has been injecting insulin for several years and has a clear understanding of how to use an insulin syringe. The customer has been able to complete injections, most times he has to open multiple syringes to complete single injection. No injury to reported for this complaint.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct brand name (d1) provided in the initial MDR 3014312726-2024-00193. The previously reported brand name was incorrect. The correct brand name is droplet syringe.